Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a disconnected tubing from the probe section of the blood sampling valve (bsv) on the lower side. The fse trimmed and reseated the tubing to resolve the leak. The fse did not note any instrument errors upon his arrival at the customer's site. Several attempts have been made concerning the differential sensor errors but the customer has been unavailable and resolution of the differential heater sensor error is unknown. (B)(4).

Event description:
The customer reported clear fluid leaked from the bottom of the coulter lh 750 hematology analyzer. The customer indicated that approximately 50 ml of fluid leaked and was not contained within the instrument. The customer also stated that the instrument generated a differential heater sensor error. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.